Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an inguinal hernia with associated scrotal swelling. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s inguinal hernia and scrotal swelling, as it is unknown if the inguinal hernia was present prior to the patient beginning pd therapy. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, dialysis leakage is a common problem in pd patients, and can manifest as genital edema or a hydrocele. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient had a hernia problem and the fluid leaked into their scrotum. Subsequent attempts to obtain additional information (e.g., discharge summary, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported through a clinic survey that a peritoneal dialysis (pd) patient had a hernia problem and the fluid leaked into their scrotum. Subsequent attempts to obtain additional information (e.g., discharge summary, patient demographics) have thus far proven unsuccessful.